Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of heparin was not confirmed through review of the logs alone and no devices were received for this investigation. The initial infusion for an unknown drug (suspected to be heparin) at a concentration of 25000 units/250 ml was programmed on the suspect pump module sn 13832208, on 27nov2025, at 8:54 am, at a dose of 2000 units/hr (calculating a rate of 20 ml/hr) and a volume to be infused (vtbi) of 100 ml. The infusion was paused at 10:19 am and then restarted at 10:22 am. At 10:24 am, the rate was changed to 15 ml/hr. At 10:53 am, the unit was channeled off at 10:53 am. A minute later, a safety clamp open alarm was observed with a duration of seven (7) seconds. The system switched to dc power at 11:52 am and was left idle until the battery discharged and the system powered off at 6:31 pm. The total volume infused (tvi) was recorded at 35.817 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection and testing of the reported devices could not be performed since they were not returned by the facility for investigation. The alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion was not determined. No errors or malfunctions were confirmed through review of the logs, and the event could not be replicated since the devices were not received for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "heparin premixed bag (25,000 units/250 cc) was infusing on an alaris IV pump. The pump was set for 2000 units/hr (20 ml/hr) at 0855h, and a direct IV bolus of 12,000 units was given (not from the bag). At 10:26 the staff decreased the rate to 1500 units/hr (15 ml/hr) for an act 432. At 10:55 the heparin gtt was stopped as the bag was emptying too fast - the entire bag had been emptied. The pump was double checked on initiation and again at this time and the programming was correct. The IV pump + 4 channels were quarantined and tested today dec 3. The channel d was dripping too fast, and was dripping when the channel was paused. Clin eng took the IV pump + 4 channels to his office for assessment & service. For the remainder of the case the pt's acts continued to be drawn & assessed, and protamine was administered at the end of the case." Bd later learned the following additional information: the event occurred on 27 november 2025 between 08:00-11:59 hours and the medication was programmed manually using the guardrails drug library.

Event description:
A report was received from health canada's vigilance program which states, "heparin premixed bag (25,000 units/250 cc) was infusing on an alaris IV pump. The pump was set for 2000 units/hr (20 ml/hr) at 0855h, and a direct IV bolus of 12,000 units was given (not from the bag). At 10:26 the staff decreased the rate to 1500 units/hr (15 ml/hr) for an act 432. At 10:55 the heparin gtt was stopped as the bag was emptying too fast - the entire bag had been emptied. The pump was double checked on initiation and again at this time and the programming was correct. The IV pump + 4 channels were quarantined and tested today dec 3. The channel d was dripping too fast and was dripping when the channel was paused. Clin eng took the IV pump + 4 channels to his office for assessment & service. For the remainder of the case the pt's acts continued to be drawn & assessed, and protamine was administered at the end of the case." Bd later learned the following additional information: the event occurred on (B)(6) 2025 between 08:00-11:59 hours and the medication was programmed manually using the guardrails drug library.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.